Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the product and lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: peritonitis is a well-known potential complication in patients utilizing pd therapy and a temporal relationship does exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event(s) of peritonitis. However, a causal relationship cannot be determined based on the limited information provided. Additionally, there is no allegation of a device malfunction or a cycler set leak reported for this event. There is no objective evidence indicating the patient¿s liberty select cycler and/or liberty select set caused or contributed to the patient's event of peritonitis. Therefore, the liberty select cycler and cycler set can be excluded as the cause of the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using a medicated bag to treat peritonitis. Additional information was requested but to date, has not been provided.